Manufacturer narrative:
Vyaire file identification (B)(4). Any additional information from the customer will be included on the follow up report. Log files revealed that blower temperature alarms were active on this device and the device recorded a blower temperature of 76 to 128 degrees celsius. Alarm 316 - blower failure alarm was also active as per log files. Complete calibration was done and blower was replaced.

Event description:
Customer reported blower failure alarms in this unit. The blower of this unit was swapped with another one and still blower failure alarm is active. No patient involvement in this reported event.